Event description:
It was reported that there was an apparent right ventricular (rv) lead pace/sense conductor fracture. Impedance was greater than 3000 ohms with apparent noise recorded. The noise led to 12 shocks that appeared to be inappropriate. It was also reported that the lead noise discriminator did not prevent the inappropriate shocks. The lead was explanted and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was also reported via an update by the representative there was no lead fracture. The right ventricular lead was removed from the device and tested through the analyser. "There was no apparent noise and the impedance was normal (500 ohms)." The decision was made by the physician that the device was apparently the source of the noise. The physician elected to replace the device with a single chamber implantable cardioverter defibrillator (ICD) since the patient had a history of atrial fibrillation. The right ventricular lead was reconnected with the new device and the lead parameters were all normal through the new ICD.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388t implantable pacing lead, (B)(6) 2003; 6947-65 implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis. It was noted in the summary report the stacked chip scale package (scsp) was inspected. Several areas around the perimeter of the scsp were found to have copper anomalies and foreign material. Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard (sbb). The simulations did not produce all of the failure symptoms observed prior to the analysis. Therefore, the cause of the reported device failure was not attributed to the anomalous areas. The analysis was terminated with no cause identified for the field return. Correction;

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.